Event description:
The patient reported their blood glucose (bg) level reached 16 mmol/l (288 mg/dl), while wearing the pod between 37 and 48 hours. They reported when the pod was removed from the infusion site (arm) it was found to have been leaking insulin and the site was bleeding and swollen. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The hard cannula was observed to be damaged as it was bent. No other damages or deficiencies were found that would contribute to bleeding or bruising at the infusion site. The damaged needle tip was confirmed to be the cause of the reported bleeding/bruising event. The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The hard cannula was observed to be damaged as it was bent. No other damages or deficiencies were found that would contribute to bleeding or bruising at the infusion site. The damaged needle tip was confirmed to be the cause of the reported bleeding/bruising event. The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event.